Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa9189r03 was reviewed and the product was produced according to product specifications. All information reasonably known as of 08 jun 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 9611594-2020-00093 for the first report, refer to 9611594-2020-00095 for the third report. It was reported by the hospital via the distributor that the sutures failed within 48 hours of placement. Per additional information received 2 jun 2020, the patient is stable, and no follow up was required.

Manufacturer narrative:
All information reasonably known as of 30 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 22 jul 2020 from mhra ref (B)(4), "gastrostomy tube was inserted (B)(6) 2020. 1x suture had fallen off into dressing at time of dietetic review (B)(6) 2020. Phone call received from speech therapy (B)(6) 2020 as patient reported pain with rig when coughing. Patient reviewed 13 may 2020 and reported remaining 2x sutures had fallen off over weekend. Pain on movement and coughing only and reported to be improving. Contacted interventional radiology who advised to delay first balloon water change."